Event description:
The below report was received by health authority (reference number: not available) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), joint pain ("joint pain"), back pain ("back pain"), musculoskeletal discomfort ("discomfort in joints"), muscle discomfort ("discomfort in muscle"), myalgia ("muscle pain"), pain in extremity ("pain in limbs"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), pain ("pain in general (not in a specific location)"), feeling abnormal ("muddled or cotton-wool feeling in head"), dysmenorrhoea ("painful menstruation"), vaginal haemorrhage ("intermittent bleeding"), vaginal discharge ("vaginal discharge"), depressed mood ("feelings of sadness"), depression ("depression"), insomnia ("sleeplessness"), mood swings ("mood swing"), emotional disorder ("emotional complaint"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), intermenstrual bleeding ("heavy bleeding during and between menstruation"), pain in hip ("hip pain") and ovulation pain ("ovulation pain"). The patient was treated with surgery (to remove essure ). At the time of the report, the outcomes for pelvic pain, joint pain, back pain, musculoskeletal discomfort, muscle discomfort, myalgia, pain in extremity, fibromyalgia, fatigue, pain, feeling abnormal, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, depressed mood, depression, insomnia, mood swings, emotional disorder, headache, amnesia, disturbance in attention, intermenstrual bleeding, pain in hip and ovulation pain were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, joint pain, back pain, musculoskeletal discomfort, muscle discomfort, myalgia, pain in extremity, fibromyalgia, fatigue, pain, feeling abnormal, dysmenorrhoea, pelvic pain, vaginal haemorrhage, vaginal discharge, depressed mood, depression, insomnia, mood swings, emotional disorder, headache, amnesia, disturbance in attention, intermenstrual bleeding, pain in hip or ovulation pain. The reporter commented: in early 2024, the reporting released a factsheet about essure .in this document, 42 reports regarding essure that were received between july 2017 and september 2023 were described. The reported health complaints corresponded with the 372 reports previously received . It also showed that, at this time, women with essure are still experiencing health complaints. In total, from july 2017 to september 2023, received 42 reports of health complaints suspected to be caused by essure. The reports concerned essure implants inserted between 2006 and 2017. The average age of patients when symptoms occurred is 45 years (youngest 25 years, oldest 53 years). More than 50% of the reported health complaints occurred within 1 year after insertion, and approximately 30% occurred between 1 and 5 years after insertion. The 42 reports concern 315 health complaints in total, including 153 different health issues in one report, multiple health complaints were usually mentioned simultaneously. Essure has been removed in 50% of the reports. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: not available and it (B)(4) on 08-jul-2024. The most recent information was received on 19-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual bleeding"), joint pain ("joint pain"), back pain ("back pain"), musculoskeletal discomfort ("discomfort in joints"), muscle discomfort ("discomfort in muscle"), myalgia ("muscle pain"), pain in extremity ("pain in limbs"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), pain ("pain in general (not in a specific location)"), feeling abnormal ("muddled or cotton-wool feeling in head"), dysmenorrhoea ("painful menstruation"), vaginal haemorrhage ("intermittent bleeding"), vaginal discharge ("vaginal discharge"), depressed mood ("feelings of sadness"), depression ("depression"), insomnia ("sleeplessness"), mood swings ("mood swing"), emotional disorder ("emotional complaint"), headache ("headache"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), intermenstrual bleeding ("heavy bleeding during and between menstruation"), pain in hip ("hip pain") and ovulation pain ("ovulation pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain, joint pain, back pain, musculoskeletal discomfort, muscle discomfort, myalgia, pain in extremity, fibromyalgia, fatigue, pain, feeling abnormal, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, depressed mood, depression, insomnia, mood swings, emotional disorder, headache, amnesia, disturbance in attention, intermenstrual bleeding, pain in hip and ovulation pain were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, joint pain, back pain, musculoskeletal discomfort, muscle discomfort, myalgia, pain in extremity, fibromyalgia, fatigue, pain, feeling abnormal, dysmenorrhoea, pelvic pain, vaginal haemorrhage, vaginal discharge, depressed mood, depression, insomnia, mood swings, emotional disorder, headache, amnesia, disturbance in attention, intermenstrual bleeding, pain in hip or ovulation pain. The reporter commented: in early 2024, the reporting released a factsheet about essure .in this document, 42 reports regarding essure that were received between july 2017 and september 2023 were described. The reported health complaints corresponded with the 372 reports previously received. It also showed that, at this time, women with essure are still experiencing health complaints. In total, from july 2017 to september 2023, received 42 reports of health complaints suspected to be caused by essure. The reports concerned essure implants inserted between 2006 and 2017. The average age of patients when symptoms occurred is 45 years (youngest 25 years, oldest 53 years). More than 50% of the reported health complaints occurred within 1 year after insertion, and approximately 30% occurred between 1 and 5 years after insertion. The 42 reports concern 315 health complaints in total, including 153 different health issues in one report, multiple health complaints were usually mentioned simultaneously. Essure has been removed in 50% of the reports. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2024: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.